Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: device serial number updated to proper value.

Manufacturer narrative:
Patient age not available from the site at the time of filing. UDI and manufacturing date not available for this system at time of filing. A software investigation was initiated, but it was reported that the site resolved the issue after changing the view settings. This event was determined to be caused by wrong settings and the system is functioning as designed.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that the orientation from left to right was flipped. The site checked if the radiographic or standard view setting was checked in admin settings. Standard was checked, so the site switched it to radiographic and the case proceeded with navigation. The surgery was completed and there was no impact to the patient.